Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the remote control buttons cracked, the objective lens unit cracked, the operation channel resistance, the operation channel kink, the suction channel kink, the operation channel faulty connection, the insertion flexible tube (ift) faulty connection, and the light guide cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.